Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implanted pump for non-malignant pain. The patient had her pump refilled today and she had a bolus and it was giving her an error code of ¿8503.¿ it was noted it had done this before after refills, but that went away after just a couple of hours. It was reviewed the¿8503¿ code meaning was physician bolus in progress. The pump was recently refilled and programmed with the prescribed bolus that was currently in progress as indicated in labeling and the pump/personal therapy manager (ptm) was working as designed. The patient was advised to direct questions about the bolus to their physician. It was confirmed the inquiry was resolved. It was noted the patient was unhappy with her healthcare provider (hcp) because he gave her someone else¿s medication on the date of this report and it was a mix-up. The patient said she got the same medication just a stronger dose. The patient usually got 500cc and the other person got 1000cc. The dosing would stay the same, but the amount of time was different. The patient was not very happy. The patient read her printout and it showed 32 hours and 15 minutes. The refill was at 9am on the date of this report. The patient was to follow up with the hcp and physician listings were requested and sent to the patient. Patient symptoms were not reported. The event date was (B)(6) 2018. The patient read from her printout: fentanyl concentration 500 mcg and she knew it was really low between 150 and 125 per day. No further complications were reported/anticipated or expected.